Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd connecta q-syte red, the user experienced a damaged/ deformed product which lead to a leak. The following information was provided by the initial reporter. The customer stated: this is a report about a cracked component, resulting in blood leakage. The customer reported as follows: on (B)(6) 2022, blood transfusion was performed and the nurse discovered blood leaking from the female hub due to a crack thereon. The hcp states that the connection was performed as usual, without applying excess force. Bd is required to investigate not only the cracked site but also the entire product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd connecta q-syte red, the user experienced a damaged/ deformed product which lead to a leak. The following information was provided by the initial reporter. The customer stated: this is a report about a cracked component, resulting in blood leakage. The customer reported as follows: on (B)(6) 2022, blood transfusion was performed and the nurse discovered blood leaking from the female hub due to a crack thereon. The hcp states that the connection was performed as usual, without applying excess force. Bd is required to investigate not only the cracked site but also the entire product.

Event description:
It was reported when using the bd connecta q-syte red, the user experienced a damaged/ deformed product which lead to a leak. The following information was provided by the initial reporter. The customer stated: this is a report about a cracked component, resulting in blood leakage. The customer reported as follows: on 01/11/2022, blood transfusion was performed and the nurse discovered blood leaking from the female hub due to a crack thereon. The hcp states that the connection was performed as usual, without applying excess force. Bd is required to investigate not only the cracked site but also the entire product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-01. Investigation summary : our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was confirmed upon inspection and testing of the sample. The sample provided was tested for leakage using our own internal testing methods and the sample showed signs of leakage. Upon further review of the sample cracking was observed on the c port of the sample. The most probable cause of the cracking was excessive force applied to the sample after use with a lubrication solution or infusion with a high-ph value. Using such materials with the product can jeopardize the internal stresses of the product, making it prone to cracking under excessive force. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review was not performed since a valid lot number was not provided for the investigation. H3 other text : see h10.